Manufacturer narrative:
The efficia dfm100 device (sn (B)(6) was returned to philips for additional analysis. The rse evaluated the device remotely and determined that device did not turn on due to a defective processor pca (printed circuit assembly) and was replaced. However, the complaint has been escalated to technical investigation and the results indicate that allegation was not found in the lab testing and the pca passed all the tests. Based on the information available and the testing conducted, we were unable to determine the cause the reported problem. The reported problem was not confirmed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device does not turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.